Manufacturer narrative:
It was initially reported that the nurse call cable was damaged. Follow-up submitted as further investigation also determined the fowler was tilted due to a broken weld.

Event description:
It was reported via repair work order that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call cable was damaged. It was further reported that the fowler was tilted due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: ordered replacement parts to be shipped direct to customer.